Event description:
It was reported that the right atrial (ra) lead dislodged during open heart surgery. The lead was capped and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5826 ipg, implanted: (B)(6) 2009. (B)(4).